Event description:
Pt called the company indicating she was experiencing elevated blood glucose levels and did not have a back up pump. A loaner pump was sent to allow her to return her pump for eval. Before the loaner was received, the pt experienced a heart attack and was hospitalized. She had a blood glucose level of 640 mg/dl while in the hospital and experienced a second heart attack.